Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, in-stent restenosis occurred and the patient experienced angina. The patient presented due to shortness of breath, increased dyspnea on exertion, a positive stress test revealed reversible ischemia and the patient was diagnosed with current stable angina. The 99% stenosed and 26mm long de novo target lesion was located in the mid left anterior descending (lad) artery with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilation and placement of a 2.75x28mm taxus liberte stent, resulting in 0% residual stenosis and timi iii flow. The patient was discharged two days later on aspirin and prasugrel. (B)(6) 2011 - the patient presented due to shortness of breath, left sided chest pain with nausea and vomiting and was diagnosed with angina. Coronary angiography revealed 99% in-stent restenosis of the proximal portion of the previously deployed 2.75x28mm taxus liberte stent, located in the mid lad. The in-stent restenosis was treated with placement of a 3.0x20mm taxus stent, resulting in 0% residual stenosis and timi iii flow. Coronary angiography also revealed 90% stenosis of the left main coronary artery, which was treated with placement of a 3.5x12mm taxus stent. The event was resolved without residual effects and the patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).